Manufacturer narrative:
Return of product has been requested. Product not provided by reporter. Therefore unable to proceed with product investigation at this time. A lot code was provided by the reporter. A lot check has been completed in the safety database. No other adverse event cases were received for lot number f440. Full evaluation will occur upon receipt of the returned product.

Event description:
Broke tooth [tooth fracture]. Toothbrush vibrations are too violent [device physical property issue]. Case description: a consumer reported that he, an elderly male, used the oral-b power toothbrush - rechargeable pro 600 from (B)(6) 2014 and asserted that the vibrations are too violent and he managed to break a tooth while using it. He reported that he went to the dentist who had to fill the broken tooth but that the tooth feels fine now. He noted that his previous toothbrush was also oral-b. Product use was discontinued and the case outcome was recovered. No further info was provided. On 01/12/2015, received lot check results. A lot check has been completed in the safety database. No other adverse event cases were received for lot number f440.